Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged resulting in loss of capture. A revision procedure was performed to reposition the rv lead. However, the helix retraction too a considerable amount of time and number of rotations. Once the helix finally retracted, it could no longer be extended. The rv lead was pulled into the atrium and the stylet was changed, the helix did not move during the stylet change and still did not extend. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.